Event description:
Boston scientific received information that this pacemaker and the right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance measurement of less than 200 ohms. Loss of capture (loc) with occasional asystole greater than 2 seconds was also noted. In unipolar configuration, pacing impedance measurements were 240 ohms and still no capture. The patient had intermittent underlying 3rd degree heart block. Recently, the atrial threshold measurement increased to 2.8 volts (v) at 0.5 milliseconds (ms) which was likely due to a crushed right atrial (ra) lead. Further, the patient strongly refused to have anything done due to age. No adverse patient effects were reported. The system remains in service

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.